Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary finding of grip tip broken to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately .193" x .569" was found to be broken off the yaw pulley. The broken piece was returned. The root cause of broken instrument grips tips is typically attributed to the misuse/mishandling, such as excess force applied to the instrument jaws. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair one side of the fenestrated bipolar fell off in side the patient. The surgeon immediately retrieved and removed the broken piece and the instrument from the sterile field. The procedure was completed with no patient harm. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc).